Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01546. It was reported the patient experienced uncomfortable pressure in the back with stimulation when using some of the lead contacts. The issue was resolved via reprogramming; however, the patient underwent surgical intervention at a later date during which one of the lead's was explanted and replaced. Effective stimulation was restored following the procedure.